Event description:
It was reported that the patient experienced a loss of stimulation and therapeutic effect. There was electrode displacement and a loss of efficiency of the stimulation. There was pain at the stimulator site. The pain was allodynia and neuropathic. A qutenza patch was used. Actions required as a result of the event included hospitalization. The outcome was resolved on 2014 (B)(6). The patient¿s status at the time of report was alive with no injury.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, implanted: 2012 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Conclusion code no longer applies.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that no cause was found for the electrode displacement.